Event description:
It was reported that the patient experienced no stimulation sensation and a loss of therapeutic effect for the previous month. The patient was incontinent for the past one and one-half weeks. The patient bumped the implanted neurostimulator two months ago. The patient also went through a security scanner. The patient was able to feel stimulation when the stimulation was increased to 1.80 volts. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).